Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned; clinician review: not performed because no medical records or x-rays were made available for evaluation; device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies; complaint history review: there has been no other event for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It¿s reported by the attorney, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2005 that failed and required revision on (B)(6) 2012 due to elevated levels of chromium and cobalt revealed in blood work.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not available.

Event description:
It¿s reported by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2005 that failed and required revision on (B)(6) 2012 due to elevated levels of chromium and cobalt revealed in blood work.